Event description:
It was reported that during an unknown procedure, almost all deployed staples were unformed after the first firing. The two rings were formed properly. The washer was longitudinally-cracked. Reinforcement product was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.